Event description:
The following information was reported to gore: on (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm and an aneurysm of the left common iliac artery and was treated with five gore® excluder® aaa endoprostheses. Pre-operatively, the aneurysm diameter was reported to have measured 84 mm. On (B)(6) 2018, follow-up cta imaging found an aneurysm diameter of 93 mm with an ongoing type ii endoleak. It was therefore decided to perform another embolization procedure on (B)(6) 2018. Follow-up CT imaging conducted on (B)(6) 2018, and (B)(6) 2018, confirmed the aneurysm diameter remaining at 93 mm.

Manufacturer narrative:
H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.

Manufacturer narrative:
H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. H6: code 22 - according to the gore excluder aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore excluder aaa endoprosthesis may include but are not limited to endoleaks.